Manufacturer narrative:
Since the lot number was not provided, this information cannot be determined additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available

Event description:
According to the reporter, during a ladg, the sulu was used with the stapler. The jaws movement check was fine. Surgeon pushed the green button, then pushed the blue button to firing, however could not fired. Replaced the sulu. The event occurred in use for patient. The procedure was completed with another device. The status of the patient: no problem. (B)(4).